Manufacturer narrative:
The investigation reviewed the (B)(6) 2024 calibration; the results were within specifications. The investigation reviewed the qc recovery; the reported module's qc recovery had been erratic. The investigation reviewed the alarm trace; the trace had multiple "abnormal aspiration (sample probe)" alarms. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas ise module (double) is (B)(6). The field service engineer (fse) inspected the module and could not determine the cause of the event. He performed preventive maintenance and replaced the syringe seals, pinch tubings, sipper and vacuum nozzles, and the three-way vacuum supply valve for both ion-selective electrode (ise) modules. He verified the module's performance by mechanical checks, ise checks, ise precision checks, and calibrations with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from multiple patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated the qc results were also erratic. The reporter provided one example of discrepant results: the initial na result from the analyzer's ion-selective electrode (ise) module 1 was 136 mmol/l. The repeat result from the analyzer's ise module 2 was 143 mmol/l. The repeat result was deemed correct.